Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the findings reported, defects were found on the suction cylinder including scratches and scrapes caused by a cleaning brush, stretched angle wires, deterioration/damage of adhesive due to chemical/physical stress, deteriorated insertion tube due to handling issues, damage or deformation due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that something is clogged in the evis lucera elite bronchovideoscope. The issue was found during repair estimate inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer (see section b5.)

Event description:
The incident occurred when the cleaning tube was set in the endoscope. It was reported that before cleaning the endoscope, the endoscope side connector (metal part) of the connected cleaning tube came off and remained in the suction cylinder of the endoscope. A tool was used to extract the metal parts of the cleaning tube that had remained in the suction cylinder. Another cleaning tube was connected, and reprocessing was completed.